Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving infumorph 10 mg/ml; 2.039 mg/day via an implantable pump. Indication for use was malignant pain and cancer pain. The date of the event was (B)(6) 2018. It was reported the patient followed up with the managing hcp on (B)(6) 2018 after being treated and released at the emergency department for withdrawal. A motor stall was seen at initial interrogation. The logs show a motor stall on (B)(6) 2018 and tube set on (B)(6) 2018 at 11:27 am. Stopped pump period may exceed tube set. The patient did not recently have magnetic resonance imaging (MRI). The patient was going through chemo but was not aware of any procedures (ex. MRI) that would have affected the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was replaced on (B)(6) 2019. The cause of the motor stall was not determined. No further information could be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer (confirmed via healthcare provider) representative clarified the pump was not removed. On (B)(6) 2018, the pump was relocated to the left side due to causing the patient right abdominal pain. Nothing was changed with the pump or medication.